Event description:
Procedure type: gastric bypass. According to the reporter: re-operation for bleeding at the distal tip of the staple line on the internal anastomosis of the jejunal jejunostomy. The amount of blood loss was unk. Pt is still in the hospital. The follow up surgery was open and there were no issues noticed during the original procedure. No reinforcement material was used.

Manufacturer narrative:
(B)(4).